Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the following was noted: it was confirmed that the rubber valve of the biopsy valve was damaged. Since the subject device was damaged, a device from a different lot was tested to confirm the reproduction of the defect. It was confirmed that when the guide sheath was inserted and removed from the valve attached to an endoscope while the guide sheath was tilted, the rubber valve will be damaged and fall off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it was identified that the rubber valve was overloaded and damaged while inserting and removing the guide sheath from this product. The mechanism is as follows: 1. The guide sheath was inserted/removed when in a tilted position from the biopsy valve. 2. The tip of the guide sheath was inserted while touching the base of the slit of the rubber valve. The repeated insertion and removal of the guide sheath subsequently pushed the pieces of the rubber valve into the endoscope's suction channel, causing the pieces to fall off and into the patient's body. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿section 9.4¿ ¿9.5 inserting and withdrawing the endo-therapy accessories: insert the endo-therapy accessory into the valve as straight as possible. Angled insertion and withdrawal of the endo-therapy accessory can cause excessive resistance, and the endo-therapy accessory or biopsy valve could be damaged.¿ furthermore, it was confirmed that the maj-210 medical device package insert states that inserting and removing the syringe, or the endo-therapy accessory angled from the biopsy valve is an incorrect usage method. It also states that this may cause the forceps plug to break and pieces to fall into the patient body. This supplemental report includes a correction to g2 and h8 from the initial medwatch. An update has been made to d9 and h3. Also, information has been added to b5 and h4. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a syringe was not used at the time of the event. Also, the customer stated that it is unlikely that the guide sheath was inserted or removed diagonally from the biopsy valve.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a guide sheath biopsy in a bronchoscopy procedure, a part of the suction valve attached to videoscope broke and fell into the patient¿s trachea. Reportedly, the customer mentioned ¿it contains a rubber stopper-like object that is used by passing forceps through it, but the part that passes through the forceps inside the forceps passage part broke in a place that should not normally break, and it split into two¿. The size of the fallen piece was about 1 cm x 1 cm. There were no sharp pieces. The fallen part was collected and the examination was extended by 30 minutes. The procedure was completed after replacing it with another product of the same type. No health damage occurred.